Event description:
A malfunction occurred when the patient jumped into a pool, resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a pre-paid label. Technical support also confirmed the shipping address and advised putting the pump into storage mode before returning it. A replacement pump was arranged as the pump was still under warranty.